Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned measuring 7.0 cm with full breached outer insulation degradation exposing the outer coil adjacent to the connector boot. Surface cracking was noted in this region. All other damages found are consistent with procedural damage

Event description:
This report is to advise of an event observed during analysis.